Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8711, lot# n126188005, implanted: (B)(6) 2008, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone (15 mg/ml at 7.004 mg/day), clonidine (70 mcg/ml at 32.686 mcg/day), and prialt (3 mcg/ml at 1.4008 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the pump was unable to enter/withdraw from the catheter access port. The patient complained of a change in analgesia with withdrawal symptoms, increased pain and hot/cold flashes on (B)(6) 2015. An urgent catheter evaluation was ordered. A catheter access port (cap) contrast study on (B)(6) 2015 gave results of a non-aspiratable catheter. An urgent catheter revision was ordered. At the time of the catheter revision on (B)(6) 2015 the physician noted that the intrathecal portion of the catheter was completely transected and contained within the intrathecal space. The device diagnosis was catheter break/cut. The catheter was explanted/replaced on (B)(6) 2015. The catheter remained in the patient and a new intrathecal portion was implanted. The outcome of the event was resolved without sequelae on (B)(6) 2015. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n126188005, implanted: (B)(6) 2008, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 23-jun-2017 indicated the catheter was surgically abandoned and capped and they had implanted a catheter on (B)(6) 2015. No further information was provided and no complications were reported/anticipated.